Event description:
Patient came in for a left av [arteriovenous] graft procedure. When md inflated a 9mm x 80mm pta [percutaneous transluminal angioplasty] catheter at the subclavian area, the balloon deflated due to a pin hole caused by the puncture of the end of the patient's internal stent.